Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over infused 22ml. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product, h11: the device was received for evaluation. During functional testing, the reported problem "fails flow accuracy +22ml, high" was not confirmed. The flow test was performed twice and were within specification. A review of the event history log revealed an infusion programmed at a rate of 40 ml/hr and vtbi: 20 ml on the last day of customer use, which are the recommended parameters for flow accuracy testing outlined in the spectrum iq installation and maintenance manual. The program ran to completion. No abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.